Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the delivered volumes are out of specification. There was no patient involvement.